Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the wire could not be inserted into the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a worn bearing and vibration. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the wire could not be inserted into the attachment device. During in-house engineering evaluation it was determined that the device had a worn bearing and vibration. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.